Event description:
Customer reported a malfunction with their insulin pump displaying error code malf 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer through resetting the pump, but the error recurred; hence, the pump was scheduled for replacement. Customer was informed about using multiple daily injections as a backup therapy and received instructions for returning the defective pump.